Event description:
Received report that health professional cut the thermodilution catheter with a scapel during removal process and retained portion had to be removed from pt. On 02/06/99. The intern removed the thermodilution catheter pacing catheter in order to replace it with a triple lumen catheter since the pt was being transferred out of the intensive care unit. The intern did not notice that the catheter had been cut at the time of the procedure. On 02/09/99, the pt had a chest x-ray performed and the piece of retained catheter was noticed during review of the x-ray results. On 02/09/99, the retained piece was removed in interventional radiology. The retrieved piece of catheter measured approx 6.0 cm. There was no report of pt harm. The pt has since been discharged to home with no reported complications related to incident.